Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a sleeve gastrectomy, they got an end tone, indicating a completed seal cycle, but there was bleeding. They opened a new device to complete the procedure. There was no pt injury.